Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast reconstruction with a 175cc mentor memorygel breast implant prosthesis (left) and a 600cc mentor memorygel breast implant prosthesis (right) experienced right-sided animation deformity and suffered several unexplained systemic symptoms, including a rash on the back of her neck, a rash on each side of her breast, bumps on her hands, swollen fingers, itchiness on fingers, skin is peeling, and shingles. The patient stated that she was diagnosed with contact dermatitis, and she is scheduled to start allergy testing soon. The patient also reported that her right breast implant moves when she does certain actions. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.